Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician was having a tough time performing the transseptal puncture during the procedure due to the patient anatomy. Eventually the physician was able to complete this, so they exchanged the transseptal needle for the was. The physician positioned the was in the laa of the patient and then inserted a 31mm closure device. The 31mm device was fully recaptured 4 times before the decision was made that it was too big. They exchanged for a 27mm closure device and deployed once before it was released in the laa. The closure device was right at the ostium, no leak and met all release criteria. At the end of the case, the physician noted that the pericardial effusion that was present preprocedural was still stable. Effusion sweeps were conducted after the transseptal puncture and in between the exchange of devices. About 2.5 hours later the patient's blood pressure was dropping and the pericardial effusion was notably larger. The physician performed a pericardial tap and proceeded to drain about 600cc of blood. The patient was stabilized and sent to the intensive care unit (ICU) for the night. The following day, the patient was still in the ICU with a pericardial drain and was stable.